Event description:
It was reported the asymptomatic patient presented in clinic for follow up. Upon device interrogation, it was observed the right atrial lead exhibited over-sensed noise that resulted in inappropriate automatic mode switch. The lead was explanted and replaced. Patient was stable.